Manufacturer narrative:
The implantation date was not provided by the initial reporter. The device history record was reviewed and met all material specifications with no deviation identified. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized a paragon 28 phantom intramedullary nail system. The nail and peg was removed on (B)(6) 2018 due to a non-union of the joint. It was reported that the nail did not break and the peg did not back out of the implant. The implantation date was not reported by the initial reporter.